Event description:
The event is reported as: complaint alleges - during a sacrospinous ligament fixation the tip/needle of the capio suture broke off and was left in the pt. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. The number mentioned in the complaint description (B)(4) is not a valid MFR lot number. Complaint cannot be confirmed due to the lack of defective sample to perform an investigation. The MFR will continue to monitor and trend relating complaints.